Manufacturer narrative:
The sodium electrode lot number was gdp45 with an expiration date of 30-jan-2027. The potassium electrode lot number was exy84 with an expiration date of 29-aug-2026. The qc was acceptable. The field service engineer found that the sipper tubing connector was broken. He replaced the nipple in the processing block. He then performed prime, ise checks, calibration, qc, and precision studies, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode and potassium electrode results for 1 patient sample tested on a cobas c 303 analytical unit. Sodium: initial result: 152 mmol/l. Repeat result: 144 mmol/l. Potassium: initial result: 4.0 mmol/l. Repeat result: 4.5 mmol/l. The medical personnel questioned the results of a different patient from the day prior to the event, prompting the operator to question the sodium and potassium initial results for this patient and repeat the sample. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.